Event description:
(B)(4). Sharp pains in abdomen, pain and bleeding during and after intercourse, migraines, joint swelling and fluid, metal smell from urine and metal taste in mouth, extremely heavy bleeding andamp; clots during menstrual cycle, extended menstrual cycle. Excruciating cramping, constant vaginal discharge everyday, severe bloating in abdomen, anxiety, severe mood swings, brain fog, fatigue.